Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer called in during setup to report error 23008 with the left manipulator at the console 1. The technical support engineer (tse) confirmed the error with the logs. Tse asked if nothing was around the master tool manipulator (mtm)l: the customer stated that a cable was nearby. Tse guided customer to remove the cable and to sit at the console move the mtml. After a power cycle the error 23008 returned. The customer removed the console and used the second only. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found that upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 1 replicating the reported event. The mtm2 was then installed onto a test platform where power up was found to be failing on the axis 1. Once testing was completed, the axis 1 motor were aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.